Event description:
Patient undergoing repair of ascending aorta and maze procedure. The ball at the tip of the estech maze device broke off and was found in the open chest cavity. The ball was retrieved from the chest with no harm/injury to the patient. Reference user report (B)(4).

Manufacturer narrative:
The device involved in the event was not returned for evaluation. Equivalent samples were tested from the same lot and from another lot. The devices were evaluated for functionality. The devices met all specifications and functioned properly. There were no issues noted for the functionality of the devices. Also, the device history record was reviewed and no anomalies were noted.